Event description:
As reported, approximately 10 years post initial right tka, this (B)(6) female patient was brought back with right knee pain. Bone scan suggested loosening to both the femoral and tibial components. The insert was removed with signs of wear. The tibia was checked and found to be loose and removed. The femur checked and removed as well. Due to the large amount of bone loss on the femur, the patient received a competitor's distal femoral knee replacement. There was no breakage of device. There was a 45 minute surgical delay/prolongation. This turned into a more complicated surgery than expected due to osteolysis to the femur and tibia. Patient was last known to be in stable condition following the event. X-rays and photos received. The devices will be return. As per surgeon: "this turned into a more complicated surgery than expected due to osteolysis to the femur and tibia."

Manufacturer narrative:
Concomitant medical products: optetrak hi-flex tibial insert, sz 2, 11mm (cat# 244-22-11 / serial# (B)(4)) and cemented finned tib. Tra sz 2f/2t (cat# 200-04-22 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The revision reported was likely the result of femoral and tibial component loosening, which led to the pain and osteolysis reported. The prosthesis wear discovered during the revision was likely due to a combination of gross joint instability, third body wear, fatigue wear, backside wear, or any combination of these possibilities. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the femoral and tibial components and the patient¿s bones. The most probable root cause associated with the reported event of ¿loosening¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.